Manufacturer narrative:
Batch review performed on 22 june 2020: lot 188949: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 1810377. Batch review performed on 22 june 2020: lot 1810377: (B)(4) items manufactured and released on 18-mar-2013. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection, 11 months after primary surgery, and the pathogen is unknown. The surgeon performed a washout and revised the femoral component and poly. The surgery was completed successfully.